Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: patient believes that there is a manufacturing defect in the pump that causes loss of prime. His blood glucose (bg) was about 350 mg/dl when he woke up so he assumes the pump wasn¿t delivering most of the night. Patient reports bg levels vary and it¿s not unusual to wake up to a high bg but not usually this high. He felt little nausea this am when waking. No other symptoms reported. Patient did not receive any alarms through night of (B)(6) 2014, first alarm was low cartridge at 12:03 pm. Patient missed 1.2 u basal following empty cartridge alarm. States gave correction and bg improved during day to target. Patient reports before he left for work this morning he was checking his pump to see how much insulin was left and when he woke up the pump he got a pump not primed warning. Patient feels high bg related to loss of prime issue. Patient reports he does not know how long that the pump was not primed but he had been awake for almost 45 minutes before the pump alarmed. Review of pump found cap tight, no alarms, no temperature change. Patient left pump unprimed for almost an hour while driving to work because he wanted to leave it unprimed until he spoke with customer support (cs). Patient declines to change cartridge, declines pump replacement. Cs advised patient to prime pump and reconnect. Patient reports he is frustrated and only calling to report issues at this time because he wants everything documented so when he "does something about it" he will be able to prove all the problems he has had. Patient believes there is a manufacturing defect with the pump that causes loss of prime. Cs called back in the evening and reviewed potential causes of loss of prime with patient, and informed him the pump delivered basal as programmed on (B)(6) 2014. The patient states ¿the pump thought it did, but he doesn't believe pump delivered insulin like it is programmed¿.tdd basal since starting pump on (B)(6) 2014 is 30.30 to 29.64 u / 24 hours, except for (B)(6) basal was 28.44 u / 24 hour basal programmed at 30.30. Informed basal lower on (B)(6) 2014 related to not priming for an hour this morning and tonight related to the empty cartridge alarm. The blood glucose excursion does not meet the criteria of an adverse event. This complaint is being reported because the alleged loss of prime issue was not resolved.

Manufacturer narrative:
Follow-up #1: date of submission 12/31/14 - device evaluation: the device has been returned and evaluated by product analysis on 12/12/2014 with the following findings: pump powers with returned battery cap. Black box dates from (B)(4) 2014. Loss of prime warnings with a non zero low force observed in black box. Exercised pump for 24 hours with a 1 unit per hour basal program. No loss of prime or prime related warnings duplicated. Performed ¿load step¿ functions. No failures or ¿loss of prime¿ duplicated. Force calibration check fails. Removed pump case. Force sensor pins seated & solder connections intact. Inspected force sensor traces, no evidence of contamination or cracked traces. Force sensor resistance check passes. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.